Event description:
It was reported that during a breast biopsy, there was unstable activation of the cutter during the sample mode. No patient consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.